Event description:
Same case as #2134265-2008-00787. It was reported that during a coronary stenting treatment procedure, difficulty was encountered advancing and removing the stent delivery system over the guide wire. The physician attempted to advance a 3.5 x 12 mm liberte' bare metal stent over a 300 pt graphix .014 guide wire. The stent delivery system locked on the wire and the physician was unable to advance or pull back the device. When the physician attempted to move the device, a shaft fracture occurred leaving the balloon and the stent on the guide wire. The device did not enter the pt. The procedure was completed with another 300 guide wire and a 3.5 x 12 mm liberte' bare metal stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.